Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Are any intra-op photos or is a video available? Is a photo of the cartridge available? What was the product code of the stapler used? On which firing did this event occur (1st, 2nd, 8th, etc.)? What tissue was the device being fired on (lung parenchyma, bronchus, etc.)? Just to confirm, were there staples still in the cartridge after the firing (staples missing from the staple line)? Or, were all the staples deployed, but one side was malformed/unformed?

Event description:
It was reported by the sales rep that during an open thoracotomy procedure the device did not staple completely. One side of the reload did not fully deploy. The procedure was completed using a like device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # p56c0g. Additional information requested and received: what tissue was the device being fired on (lung parenchyma, bronchus, etc.)? Lung parenchyma just to confirm, were there staples still in the cartridge after the firing (staples missing from the staple line)? Some were in cartridge, some were missing. Or, were all the staples deployed, but one side was malformed/unformed? Deployed staples were formed appropriately. The analysis results showed that one gst45t cartridge reload was received. The reload was received with no apparent damage and fully fired, with several fully formed staples observed stuck to proximal pockets on both sides of the reload. Some noted stuck in pockets on one side mid reload. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.